Event description:
This information was captured based on a literature review: long-term safety and efficacy of dual therapy with oral anticoagulation and clopidogrel in patients with atrial fibrillation treated with drug-eluting stents. It was reported that a retrospective analysis, of atrial fibrillation (af) patients treated with dual therapy were retrospectively identified. Between january 2008 and august 2010, 221 patients with high-risk af received des (drug eluting stents), including promus and xience, and a dual therapy with oac (oral anticoagulants) and clopidogrel. All procedures were performed transfemorally and a starclose closure device was used in all patients. In addition, the access site was supplied with a pressure bandage for 3 hours after removal of the sheath. The study reported further bleeding sites were access related in five patients and retroperitoneal in one patient. Drug-eluting stents: promus: (n-73), xience: (n-46); follow-up duration: (19) months; dual treatment duration: (8.86) months. Device correlation to events was not provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Age is estimated as it was reported that the mean age was 73.1 + or - 8.1 years. Gender is estimated as it was reported 72% of the patients were male. Date of event estimated as it was reported the procedures occurred between january 2008 and august 2010 (01/01/2008). Event description continued: clinical outcomes were as follows: cardiac mortality: (n-11); non-cardiac mortality: (n-8); myocardial infarction: (n-9); stent thrombosis; definite: (n-3); possible: (n-5); target lesion revascularization: (n-22); target vessel revascularization: (n-27). Bleeding complications occurred in 22 patients of which 12 were periprocedural and related to the index pci. Mild bleeding: (n-5); moderate bleeding: (n-6); severe bleeding: (n-11). Mild and moderate bleedings were managed conservatively, while severe bleedings with significant hemoglobin drop of more than 5 mg/dl were managed by blood transfusion. Intracerebral bleeding: (n-1) secondary to head trauma caused by collapse. Access site related: (n-5); gastrointestinal: (n-5); pericardial effusion: (n-1); recurrent epistaxis: (n-1); retroperitoneal: (n-1); intramuscular: (1); ocular: (n-1); unknown origin: (n-6). The xience and starclose devices referenced were filed under separate medwatch manufacturer report numbers. Yazdan seivani; mohamed abdel-wahab; volker geist; gert richardt; dmitriy s. Sulimov; mohamed el-mawardy; ralph toelg; ibrahim akin. (Clin res cardiol 2013; 102:799-806): long-term safety and efficacy of dual therapy with oral anticoagulation and clopidogrel in patients with atrial fibrillation treated with drug-eluting stents.